Event description:
A temperature alarm was reported. The customer's blood glucose was high, but the specific value was unknown. The customer administered a correction injection using manual delivery injection and received assistance from their mother, who performed a test. Although the ketone level was present, it was not deemed life-threatening by the healthcare provider. There was no injury reported, and the pump was neither exposed to extreme temperatures nor charging at the time. The customer was able to clear the alarm and resume insulin delivery.